Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)((4).

Event description:
The customer's husband reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization is unknown. The insulin pump had a blank display prior to the hospitalization. The patient was treated with IV fluids and insulin. The insulin pump was not returned for analysis at this time.